Event description:
Customer reported blood glucose results of either 11 mg/dl or 111 mg/dl on a professional system and 135 mg/dl within 10 minutes on the compact plus system. After several attempts to reach customer, manufacturer's agent was unable to determine which professional result was correct. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.